Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting recurring call service 064 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2015 with the following findings: the black box showed several call service alarms with high force occurring due to an occlusion event during prime. The returned battery cap and cartridge cap were used to complete the investigation. The ¿ez-prime¿ steps were performed correctly during testing. No call service alarms or any other related warnings occurred during the investigation. The product performed within specification. Product analysis was unable to duplicate the call service complaint. The pump cover was removed for further investigation and no intermittent condition was found to the motor flex and assembly.